Event description:
It was reported that during a normal battery replacement the extension was plugged into each side of the new implantable neurostimulator (ins) but there was only one ¿3998¿. The lead configuration was similar to the previous device and the impedances were good with the old device. Now the impedances were all but three contacts were showing greater than 40 ,000 ohms. The outcome was not provided however additional information has been requested and if received a follow-up report will be sent.

Event description:
Additional information received reported that the high impedances occurred during the replacement procedure and were still high the week after when the manufacturer representative met with the patient. The manufacturer representative reprogrammed the patient with the settings they had from their original device and the patient was receiving effective therapy and was happy. No further troubleshooting was performed as they were receiving good coverage.

Manufacturer narrative:
Concomitant products: product ID: 37082, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3 708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3998, lot# j0564149v, implanted: (B)(6) 2006, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).